Event description:
Hill-rom received a report from a hill-rom technician stating the brakes weren't holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The hill-rom technician found the casters not holding most likely due to normal wear and tear. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. This technician adjusted the brake pads to resolve the issue. Based on this information, no further action is required.